Event description:
Caller reports lancet protrudes beyond the end cap of the multiclix device. Caller states that when she primed the device, the lancet came out of the end cap and stuck the caller's finger. She states that it was painful and bled a lot, and felt bruised. She did not seek any medical attention. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.